Manufacturer narrative:
(B)(4). D10: g7 dual mobility liner 44mm f item: 110024464 lot: 66841442. Bioloxâ® option, head, m, ã¸ 28/0, taper 12/14 item: 00877702802 lot: 3192295. 28mm i.d. 44mm o.d. Size f bearing item: 110031012 lot: 66603526. Femoral stem cementless collared standard offset 12/14 taper size 4 item: 574201040 lot: 3191221. Bone screw self-tapping 6.5 mm dia. 35 mm length item: 00625006535 lot: 65829151. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to the dual mobility liner loosening. Due diligence is complete as multiple attempts were made; however, no further information is available at this time.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
D6b: remains implanted. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.